Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the duodenovideoscope exhibited a foreign body in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issues were confirmed. It is likely that due to physical damage to the equipment, foreign objects may have remained. It was confirmed that there was deformation of the foreign matter residual part. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Instruction manual jf type 260v, tjf type 260v washing/disinfection/sterilization chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Instruction manual jf type 260v, tjf type 260v operation chapter 3 preparation and inspection, the detection method is described. Olympus will continue to monitor the field performance of this device.